Manufacturer narrative:
Other text: additional information: h6 device evaluation: the pump was not returned to the manufacturer but was investigated and repaired at the customer facility by a field service technician. A visual inspection of the pump found that the factory seal is missing. The j9 connector was in good condition. The pump was tested after reassembly of the ribbon cable connector and j9 connector of the main printed circuit board assembly (pcba) and found to be in good condition; glue was installed. During functional testing, no alarms were present. The reported failure was not confirmed. The root cause could not be established. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
Information was received indicating that smiths medical medfusion 4000 pump has malfunctioned. The pump displayed a system failure, a primary audible alarm bgnd test error and a biomed passcode requested message. The pump's history showed an intermittent volume over time infusion of 3 ml syringe gave an empty alarm, then system failure primary audible alarm bgnd, then system failure acu watchdog failure. There were no adverse events reported.

Manufacturer narrative:
Other, other text: additional information: h6 device evaluation: the pump was not returned to the manufacturer but was investigated and repaired at the customer facility by a field service technician. A visual inspection of the pump found that the factory seal is missing. The j9 connector was in good condition. The pump was tested after reassembly of the ribbon cable connector and j9 connector of the main printed circuit board assembly (pcba) and found to be in good condition; glue was installed. During functional testing, no alarms were present. The reported failure was not confirmed. The root cause could not be established. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).